Manufacturer narrative:
H6: component code of ¿appropriate term/code not available" represents "no findings available." Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 00001087 number, and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent cardiac ablation procedure for left idiopathic ventricular tachycardia with a carto vizigo¿ 8.5f bi-directional guiding sheath - large where a hemostatic valve separation occurred. During the femoral access, the hemostatic valve of the sheath detached. The sheath was replaced, and the procedure was continued. There was no report of patient consequence. The issue was assessed as an MDR reportable hemostatic valve separation issue.